Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one week post implant of a mode zct450 intraocular lens (iol), the patient experienced residual refraction and decreased visual acuity. The lens was explanted and exchanged with a same model lens, but higher diopter. At explant no sutures, or vitrectomy were required. There was no patient injury and the patient had no contributing medical history. Patient is reported to be doing fine post-exchange. Pre-op visual acuity : 20/40, post-op visual acuity : 20/30. No other information provided.